Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard posterior stabilized interlok femoral component right 65mm catalog #: 183108 lot #: 504680, vanguard posterior femoral augment 5mm x 65mm catalog #: 184144 lot #: 340110, vanguard posterior stabilized tibial bearing 10mm x 71/75mm catalog #: 183640 lot #: 249560, biomet tibial locking bar catalog #: 141205 lot #: 952920, biomet cc cruciate tibial tray 71mm catalog #: 141233 lot #: j2409086. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-09312, 0001825034-2018-09313, 0001825034-2018-09314. Investigation incomplete.

Event description:
It is reported that the patient underwent right knee arthroplasty revision due to component loosening approximately three (3) years and three (3) months post-operatively. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to report additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.